Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received a vibratory alert high hv lead impedance. Noise episodes were also noted on the electrograms. Lead remains implanted. No further information is available.